Manufacturer narrative:
The device was returned and section d9 was updated accordingly. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynx control vascular closure device, the balloon ruptured and could not be used. Hemostasis was achieved with by using another mynx device and the patient recovered. There was no reported patient injury. The device was prepped according to the instruction for use (IFU). There was a little presence of pvd/calcium in the vicinity of the puncture site. A trans-femoral coronary angioplasty procedure was performed. A retrograde approach was used. The user was mynx certified. A 5f non-cordis sheath was used. The balloon lost pressure during patient use. Additional patient and procedural details were requested but were not provided by the hospital. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the device showed that button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The syringe and procedural sheath were not returned with the device. No fluid was observed in the inflation tubing of the returned device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, there was no residual fluid in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported event. A product history review of lot f2109603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Failure to prep the device correctly, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis and is in transit to the manufacturing site. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynx control device for vascular closure, the balloon ruptured and could not be used. Hemostasis was achieved with by using another mynx device and the patient recovered. There was no reported patient injury. The device was prepped according to the instruction for use (IFU). There was a little presence of pvd/calcium in the vicinity of the puncture site. A trans-femoral coronary angioplasty procedure was performed. A retrograde approach was used. The user was mynx certified. A 5f non-cordis sheath was used. The balloon lost pressure during patient use. Additional patient and procedural details were requested but were not provided by the hospital. The device will be returned for evaluation.